Manufacturer narrative:
Liebel flarsheim field service report: field service engineer found r/min did not exceed 10 r/min. Fse troubleshoot generator control, replaced ht controller pcb and hydraulic foot-control. Verified operation. Equipment returned to full service by the customer.

Event description:
Customer reports: fluoro dose too high.